Manufacturer narrative:
Concomitant medical products: product ID 4194-88, lead implnated: (B)(6) 2012; 6945-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds, high impedance and was far field r-wave (ffrw) oversensing. The lead remains in use; however, a lead replacement is planned. No patient complications have been reported as a result of this event.